Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/013 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. On this same date in a separate surgery the lens was exchanged with a same length lens but different axis. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).